Event description:
The biomed reported the pcu shut down while a patient was being transported from the operating room to the ICU. No alarm or message was reported. The nurse reported that the IV drips (unspecified) stopped and the patient's blood pressure dropped briefly before the IV drips were resumed. The nurse also reported that the pcu turned off 2 times during transport and that she changed out the device in the ICU. The reporter stated no patient harm occurred and that the patient recovered quickly. No medical intervention was required. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.